Event description:
Setting up for a case, the sales representative noticed the instrument was broken.

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the avs unilif t-handle was confirmed to be fractured upon visual inspection. The issue was discovered pre-op and there was no patient involvement in the case. The age of the product should be considered as an underlying cause for the event since it was most likely manufactured in 2005 and is subject to stress and fatigue over time, as with any product. However, since we cannot confirm how this instrument became fractured, the issue cannot be conclusively determined. Conclusion: the age of the product should be considered as an underlying cause, since it was most likely manufactured in 2005. However, the exact cause cannot be determined conclusively and is likely multifactorial in nature.

Event description:
Setting up for a case, the sales represetative noticed the instrument was broken.